Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had a dentist appointment this morning and turned off her stimulator. Patient stated when she turned it back on it said 2.5v. Patient thought she was at 2.3v and was wondering if it could change. Patient stated she held the programmer behind her back and may have accidently pressed the wrong button. Patient was able to set programmer on 2.3 and will see how that setting goes. Patient thinks she is not sure if she was on 2.5 or if she may have pressed the wrong button. There was no symptom reported. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.